Event description:
I was running on my nordictrack treadmill and the front bar of the treadmill frame snapped. This caused the treadmill platform to drop about an inch, the running band folded, and I fell off of the treadmill. I was running at a speed of 7.2 mph and an incline of 3. The major problem is that this is the 3rd time this failure has occurred. I had 2 previous treadmills break at the same weld line. Both times nordictrack replaced the device with the same model. However, this 3rd device has now broken in the same fashion and I feel that their company is not addressing a major build issue. I am not a large person...I am 5'9" and weight about 195lbs. I run 5 miles a day. I did twist my knee today but did not have a major injury occur. I did file a complaint with nordictrack and they are reviewing everything again. They said they will get back to me in 7 to 10 days. I said that timeframe was unacceptable due to this happening multiple times and due to me falling off the machine. I asked to speak to a supervisor and the first customer service representative hung up on me. When I called back, the second representative was helpful but stated that the first representative did not file the pictures that I had submitted. All of these concerns is why I am reporting this complaint. Pt code: 1848. Device codes: 1069, 1506. Ref reports: mw5186086, mw5186088.